Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on examination, the keypad was intact without damage. On testing, all the keypad buttons had normal response with properly spring back and click. The keypad cover was removed for investigation and did not reveal any evidence of contamination, damage or defect. The pump was opened for investigation and did not reveal any evidence of contamination, damage or defect of the keypad wiring or connectors. Investigation was unable to confirm or duplicate the complaint.

Event description:
On (B)(6) 2013, the distributer contacted animas stating the up/down arrow and ok keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.